Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported an uncomfortable feeling. It was noted that patient fell someday around the (B)(6) 2017. Patient mentioned that they had since increased stimulation on (B)(6) 2017 and moved stimulation to 2.6 but was still having problems, they felt like they had a badly inserted tampon in their body. Patient said they had been speaking with a manufacturer's representative (rep) who was increasing their stimulation but could not get hold of the rep any more. Patient mentioned that it had felt this way since (B)(6) 2017. Patient further stated that they had another fall on (B)(6) 2017. Patient said they last spoke with the rep on (B)(6). Patient said they had an upcoming appointment and wanted the rep to be there, patient was advised to consult with the doctor. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient changed the program.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the uncomfortable stimulation began on (B)(6)2017. The uncomfortable stimulation was a patient issue and the cause was that it hurt so it was shut off.